Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed every time latch was closed. The pump's downstream occlusion sensor had bad sets at 1mv. No adverse effects reported.

Event description:
Oracle ro (B)(4) alarms every time latch is closed, dso bad sets at 1mv. Additional information received by smiths medical on 23-jul-2020 attached in complaint object: this happened while testing.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed, the customer's concern regarding pump alarming when latch is closed was not duplicated. The pump never alarmed when closed with and without a cassette latched. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.